Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 26 mg/dl at the time of the incident. The customer was at 396 to 548 mg/dl at the time of the call after treating for the low. The customer was given a glucagon shot to treat the low and used manual injections for the current high. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer was getting bolus not delivered alarms. Troubleshooting was not completed as the customer declined. The customer has been on insulin pump therapy for less than a week. The insulin pump will not be returned for analysis.